Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the 3.5x16mm graftmaster stent referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during an intervention to the left anterior descending coronary artery, a perforation occurred from a non-abbott device. A 4x16mm graftmaster stent was implanted, followed by post-dilatation with a non-abbott balloon, with continued extravasation as the graftmaster stent did not seal the perforation. While waiting for an additional covered stent, a non-abbott des was then rapidly advanced to the distal lad, overlapping with the distal edge of the 3x28mm non-abbott des and deployed. A 2nd non-abbott wire was advanced into the lad to recanalize the diagonal 2 artery, and a perforation occurred. A 3.5x16mm graftmaster covered stent was placed at the site of the perforation and deployed at nominal pressure. At this time the patient was noted to be in pulseless electrical activity (pea) arrest and a small to moderate pericardial effusion was noted. Cardiopulmonary resuscitation (CPR) was immediately started along with medications administered but the patient went into ventricle tachycardia and defibrillation was performed. The bleeding continued and the patient expired on (B)(6) 2022. Per the physician, the use of the graftmaster devices did not cause additional complications or adverse events. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the physician reported that the use of the graftmaster devices did not cause the unrelated death. The subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.